Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. The customers blood glucose level was impacted. However, the exact value was not provided. The occlusion alarm occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusions. Reportedly, the customer was hospitalized for 3 days with diabetic ketoacidosis (dka). Although requested the customer declined to provide additional information on hospitalization. It was indicated that the customer was discharged from the hospital. However, the date was not provided.